Event description:
An intra-aortic balloon was placed in the right femoral artery during a heart catheterization. The balloon did not inflate fully under fluoroscopy and was removed. A second balloon was placed with normal inflation and function.